Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose had big variance. Customer's blood glucose was 101 mg/dl and sensor glucose was 40 mg/dl. Customer mentioned the sensor was either missing or retracted. Customer was advised the sensor will be replaced. Customer will not be returning the sensor for analysis.